Event description:
It was reported, while the md was advancing the iab through the sheath, the iab began to unwrap. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.